Manufacturer narrative:
Intuitive surgical inc.(isi) did receive the da vinci product involved with this complaint to perform failure analysis. The vertical set up joint (vsuj) was analyzed and the reported failure of "grinding when moving z-axis" was confirmed. It was found that the main housing and the drape magnet assembly on the main housing was damaged and the magnet assembly is also protruding inside the housing causing some mechanical interference with a metal housing inside. The metal housing inside is scratched but does not affect form, fit and function so it does not need to be replaced. The complaint regarding usm4 was getting stuck was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy surgical procedure, the system had issues with universal surgical manipulator (usm) 4 getting stuck. The carriage of the usm4 was stuck, making it difficult moving up and down. The customer swapped the patient side cart (psc) out for another system psc to proceed. Intuitive surgical, inc. (Isi) technical support engineer (tse) was unable to review error logs as the system onsite was not connected. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting stuck, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found that the vertical set up joint (vsuj) was grinding and getting stuck when z-axis was exercised. The customer also reported that the arm was getting stuck in certain spots and had to use a decent amount of force to break loose. The fse replaced the vsuj to resolve the reported issue. The system was tested and verified as ready for use. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion: the customer switched to another psc after the start of the procedure due to usm 4 issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.